Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the evis exera iii video system center was connecting to endoscope there was no image. The event occurred during an endoscopy procedure. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation.   New information added to the following field: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, and since the subject device was not returned to olympus, the cause could not identify. Olympus will continue to monitor field performance for this device.